Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: h6 (health effect code) is being updated to "4582 - no clinical signs, symptoms, or conditions" based on additional information received.

Event description:
Procedure performed: left hemicolectomy. Event description: left hemicolectomy. During the operation knife in the voyant maryland open fusion has blocked on the tissue. He couldn't open the jaws. He has to resect some tissue to take the device out. Patient was hp positive so they had to dispose the device. Additional information received from distributor via email 24mar23: patient is fine. There were no post operative complications. After they had to resect the tissue to take the device out, surgeon completed the procedure without any advanced electric device. The handle was getting stuck in the latched position preventing the jaws from opening. Surgeon couldn't move handle. It was blocked. Surgeon had to cut tissue trapped in jaws. There was a little bleeding. This was observed once. The device had been used for about 20-30 activations before the experience was observed. Surgeon doesn't remember what tissue type and thickness/size was being cut when the stuck blade was noticed. The jaws were cleaned during the procedure many times by moist gauze. They couldn't clean jaws after that, because they were blocked. Intervention: he has to resect some tissue to take the device out. Patient status: patient is fine. There were no post operative complications.

Event description:
Procedure performed: left hemicolectomy. Event description: left hemicolectomy. During the operation knife in the voyant maryland open fusion has blocked on the tissue. He couldn't open the jaws. He has to resect some tissue to take the device out. Patient was hp positive so they had to dispose the device. Intervention: he has to resect some tissue to take the device out. Patient status: no information has been reported.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.